Manufacturer narrative:
Defective casters.

Event description:
It was reported by the service report that the brakes on the foot end of the bed were not holding. No pt involvement or adverse consequences are reported.